Event description:
Report received indicated that when the product's box was opened, the inner package was found torn. The tear was through the sterile barrier. The outer box was intact as well as the shipping box. The product was stored in the usual manner in the cath lab central core, and was not used in the patient. This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni